Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found inside two (2) homechoice cassettes. This was observed when opening the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. In addition, 2 black color circles were found on the welded cassettes which were likely marked by the user to identify the reported issue of black spots. The black spots reported by the user are embedded particulate matter (epm) at the welded cassettes. The epm was found on 1 of the returned samples which was measured to be 0.02sqmm which is within the product specification. As such, these epm on welded cassette are considered as acceptable. No black spot was found on the other returned sample. An underwater pressure test was performed, and no abnormality was observed for the samples received. Sample analysis did not identify nonconforming product. Direct cause could not be determined as product was found to be conforming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.